Event description:
Per the home infusion rn spontaneously: the curlin pump was an issue again. It kept alarming and there was nothing wrong. It prolonged the infusion. The patient is inquiring about getting a new pump. His next infusion will be (B)(6) 2021 at 0900. This has been an ongoing issue since the pt received the pump. He has had a few different rns that have infused him that have all tried to remedy the issue (cleaning it, changing tubing a few times) but it continues. Requested a new pump be sent out. No adverse events occurred due to the pump alarming. The pt was still able to receive his full infusions. Lot and expiration information is unknown. Not specified if available for investigation. Reported to (B)(6) by pt/caregiver.